Event description:
It was reported that thrombosis occurred. A 2.50 x 32 synergy drug-eluting stent was selected for revascularization of a very tortuous and severely calcified left anterior descending (lad). Following predilatation with a 1.5x12mm balloon, the stent was deployed and post dilatation was completed with a 2.75x12mm nc balloon. The results were good with timi iii flow and the patient was shifted to intensive care unit (ICU). The patient developed chest pain and went into cardiogenic shock. The patient was shifted to the catheterization laboratory with intra-aortic balloon pump (iabp) support. Angiography was performed and it confirmed the vessel was occluded with thrombus. A 3.0x12 nc balloon was used to open up the vessel. After performing coronary artery bypass grafting (CABG) surgery, timi iii flow has been restored. The patient was on inotropes and shifted to the ICU with ventilator support. There were no further patient complications reported. The physician did not consider the device or procedure to have contributed to the event.

Event description:
It was reported that thrombosis occurred. A 2.50 x 32 synergy drug-eluting stent was selected for revascularization of a very tortuous and severely calcified left anterior descending (lad). Following predilatation with a 1.5x12mm balloon, the stent was deployed and post dilatation was completed with a 2.75x12mm nc balloon. The results were good with timi iii flow and the patient was shifted to intensive care unit (ICU). The patient developed chest pain and went into cardiogenic shock. The patient was shifted to the catheterization laboratory with intra-aortic balloon pump (iabp) support. Angiography was performed and it confirmed the vessel was occluded with thrombus. A 3.0x12 nc balloon was used to open up the vessel. After performing coronary artery bypass grafting (CABG) surgery, timi iii flow has been restored. The patient was on inotropes and shifted to the ICU with ventilator support. There were no further patient complications reported. The physician did not consider the device or procedure to have contributed to the event.